Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Pump passed the dat at 0.8730 inches. Pump history was download successfully. Unit was monitored and functioning properly. No failed battery alarm, no rewind anomaly, no delivery alarm and no low battery alarm during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on: battery cycle 118.0 received the lowbatteryalert (104) on 06/12/2025 15:41:00 after more than 7 days at 12.17 days. Battery cycle 116.0 received the lowbatteryalert (104) on 05/19/2025 23:02:00 after more than 7 days at 11.96 days. Battery cycle 115.0 received the lowbatteryalert (104) on 05/07/2025 21:22:00 after more than 7 days at 12.34 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. No delivery alarm/insulin flow blocked alarm found in the formatted history file on event date: 07/02/2025 01:16:51.000 normalbolusdelivered (220). Systemtime = 07/02/2025 01:16:51.000. Bolusprogrammingmethod: manualbolus (0). Normalbolusamountprogrammed: 250000 (25 u). Bolusamountdelivered: 250000 (25 u). Units were cut/open and inspected no moisture damage or component damage found inside the pump. Tested with a test p-cap and the test p-cap locked in place properly. Unit perform visual inspection and pump received with battery tube threads - cracked and cracked keypad overlay. Unit passed required testing. Not confirmed no delivery/occlusion alarm, rewind not confirmed, failed battery test not confirmed and power problem-battery loss not confirmed. Loud rewind not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced motor sounds louder during rewind, random no delivery or flow block alarms, rejected batteries and bad battery message. The customer reported no adverse event. The event involved product(s) mmt-1880, mmt-332a, mmt-397a. Troubleshooting was partially performed and customer reported low battery alarm, replace battery now alarm. No harm requiring medical intervention was reported. No product return is required for mmt-1880. No product return is required for mmt-332a. No product return is required for mmt-397a.